Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low suspend. Customer's blood glucose at time of incident was unknown. The customer stated that suspend is set to 75 and blood glucose is 50 mg/dl and did not go off. The customer was advised that the sensor is tracking the isf and once that number goes to cuff of then it will suspend. The customer was advised to checked his settings and he changed the threshold suspend up to 80.